Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for unknown indications for use. It was reported that  last 6 months it has been taking over 10 minutes to get a bolus. The patient clarified that the handset would get stuck at 90% and then it takes another 10 minutes to finally give the bolus. The patient reported that it would show unable to communicate code 338 or some code like that. It was the same code they had with the other ones as well. The patient had multiple sets of equipment in the past and mentioned it would work great for 3 or 4 months before for the same issue. The patient mentioned they get 12 boluses a day. The patient has been getting the same service code 338. The bluetooth would turn off on its own while trying to connect to the pump. The patient tried pulling up their therapy details and reports. The patient stated that it would give information on the medication delivered, but it did not show the time it takes to deliver the medicine. During the call, the patient serv ice walked patient through clearing patient data service. The patient was able to connect to the pump without the lag. The agent provided clear data steps as the patient requested. The patient will monitor the bluetooth and service code error and call back in if needed. (B)(4).